Event description:
It was reported that the intraocular lens (iol) came out wrong. The issue was identified during implantation and the lens was partially inserted. Through follow-up we learned that the front haptic came out twisted. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(4). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: (B)(6) 2024. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received on a plastic tray inside a plastic bag. Visual inspection under magnification of the complaint lens revealed that the lens was coated in viscoelastic residue. The lens was cleaned and inspected and no issues were identified. The complaint issue "haptic damaged" could not be confirmed during product evaluation, and no issues were identified. The reported issue could not be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.